Manufacturer narrative:
(B)(6). The device was not available for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access line of a prismaflex set became disconnected from the catheter when turning the patient. An unspecified amount of blood splashed everywhere. It was further specified that the patient, who was connected hub to hub, had been turned multiple times prior without any issue and they did not have to access the catheter for any reason. There was no report of patient injury or medical intervention associated with this event. No additional information is available.